Event description:
Customer reported he was having issues with his current insulin pump witch was animus device. Customer was reverting to his old device, medtronic insulin pump, but stated he kept getting a motor error alarm. Customer current blood glucose was 557 mg/dl. Thinks the animus device was not delivering insulin. Customer stated he kept priming, animus device, and takes 27 units then 20 units. Customer was advised to he has to wait until contract was over with animus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.